Event description:
It was reported that an ilet user experienced elevated blood glucose of 249 mg/dl for about one hour, suspected due to an infusion set deployed incorrectly or an infusion set connector not attached correctly; the user, who is visually impaired, received troubleshooting and education, and a site change was recommended. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no medical intervention or hospitalization, and glucose later measured 108 mg/dl following planned infusion set change. Investigation included customer service follow-up and user education regarding infusion set attachment and site replacement. Investigation of this case revealed a probable infusion set deployment or connection issue affecting insulin delivery, consistent with infusion set and cartridge component handling. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set attachment was the likely cause.